Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the protection umbrella retractor/retriever for a 5 mm angioguard embolic capture guidewire (ecgw) system failed to retract the umbrella properly. The umbrella was retrieved with an unknown large lumen catheter. The frame of the ecgw appeared normal outside of the body; however, the umbrella body had detached. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b1, b4, b5, d10, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the protection umbrella retractor/retriever for a 5mm angioguard embolic capture guidewire (ecgw) system did not retract the umbrella properly. The umbrella was retrieved with an unknown large lumen catheter. The frame of the ecgw appeared normal outside of the body; however, the umbrella body had detached. The separated filter did not remain inside the large lumen catheter when it separated, and the filter was removed from the patient by force. The target vessel was the left internal carotid artery. The vessel had a 50% stenosis with no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). Additional details were requested but were not provided. A non-sterile ¿rx/5mm basket diameter/180cm¿ device was received in a clear plastic bag and unpacked for visual inspection. The returned components included the delivery sheath, filter introducer, capture sheath, and the ecgw system inserted into the capture sheath; the remaining components were not returned. The guidewire exhibited two kinks found approximately 13 cm and 79 cm from the proximal end. The capture sheath was kinked at the rapid exchange port, and the membrane filter and distal tip also showed kinked conditions. No other notable conditions were seen. Functional testing confirmed that the filter basket could be recaptured by advancing the capture sheath over the wire until the basket markers closed, and the basket was captured as expected. Visual inspection using a vision system confirmed kinks on the membrane, struts, and distal tip of the filter basket. The reported ¿filter basket-separated¿ and ¿capture system-capture difficulty¿ were not seen during the product analysis. The filter basket was not separated and it was successfully captured into capture sheath during functional testing. However, the malfunction ¿filter basket-kinked/bent¿ was seen. Kinks were noted on the filter membrane, struts and distal tip of the filter basket. Users are trained to inspect for signs of damage prior to and during use. The exact cause of the damages cannot be found; however, it may be procedurally related. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Never pull the angioguard rx emboli capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and the guidewire.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the protection umbrella retractor/retriever for a 5mm angioguard embolic capture guidewire (ecgw) system failed to retract the umbrella properly. The umbrella was retrieved with an unknown large lumen catheter. The frame of the ecgw appeared normal outside of the body; however, the umbrella body had detached. The separated filter did not remain inside the large lumen catheter when it separated, and the filter was removed from the patient by force. The target vessel was the left internal carotid artery. The vessel had a 50% stenosis with no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). Additional details were requested but were not provided. The device will be returned for evaluation. Addendum: product evaluation revealed that the filter basket body was not separated; however, the filter membrane was kinked.